Manufacturer narrative:
Analysis of programming history.

Event description:
During review of programming history it was noted that the patient can into an appointment set to unintentional settings. The settings were typical of an incomplete diagnostics but there was no record of a diagnostics at the previous appointment. It is unknown if the patient was intentionally programmed to those settings or if it was the result of a incomplete diagnostics.